Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement due to difficulty charging it. No device malfunction was suspected. The explanted device will not be returned per hospital policy and the patient was doing well postoperatively.